Event description:
It was reported during a prostate procedure the console was noted to be stuck on "please wait" message and would not progress further that message. The reservoir in the back had water draining fast and the system was down. The procedure was not completed due to this issue was reported. Patient outcome: no patient injury reported.

Manufacturer narrative:
Service repair/ system analysis performed on june 19,2018 and june 20, 2018: the console was checked and found system would not get past standby mode. Further investigation revealed that chiller was leaking out the sensor thus requiring addition of water constantly. The sensor was removed and teflon sealant was reapplied to the threads to stop the leak. This resolved the chiller leak issue. The fiber port overheating was also found, due to which the main control board was not communicating with laser power supply. A resonator and master control board were ordered. The master control board was replaced but did not resolve the issue. The resonator was replaced, but new master control board would not respond. The original master control board was reinstalled and needed to be reseated for it to clear. The laser was calibrated and issues were resolved.

Manufacturer narrative:
Product evaluation: the assy resonator fru gl xps rwk (s/n: (B)(4)) was received at the manufacture on july 23, 2018 and the assy fru mcb rohs was received at the manufacture on september 20, 2018. The resonator s/n (B)(4) was evaluated on september 24, 2018 and noted the packaging in which resonator was returned was undamaged. External appearance noted no signs of damage on the returned product. The console manufacturing incident reported noted that the reported issue of ¿please wait¿ message was not confirmed. No issues were found on the test bench. Desiccant was replaced. Inspected the resonator and a new test report was completed. The mcb s/n (B)(4) was evaluated on september 20, 2018 and noted no packaging damage to the returned product. Visual inspection noticed no damage to the board. The reported failure was most likely due to electrical failure in the main pcb circuitry. The most probable root cause of cause traced to component failure was determined. Probable root cause: based on fa reports, the probable root cause was no problem found for returned resonator and cause traced to component failure was determined for master control board.